Event description:
It was reported that during preventive maintenance the external pulse generator (epg) would not power on. The battery was replaced and the epg still would not work. The epg was returned for service and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the upper/lower case, and battery drawer were broken. The battery release was contaminated and the display was out of electrical specification and encoder flex was found to be out of mechanical specification.